Event description:
MFR received a report from the administrator of a facility alleging that an elderly was found expired with head held up by the bed rail and body slipped onto the floor through the rails.